Event description:
It was reported that the customer's blood glucose was high at 491 mg/dl and she received no delivery alarms while trying to deliver a bolus. The customer had changed the entire set twice. During troubleshooting, the customer removed her infusion set and it was found the cannula was bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.